Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted, the component showed evidence of wear, scratching and subluxation.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to fluid consistent with metal-on-metal reaction, an anteverted stem and trunnion corrosion. The modular head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6), 2012. Subsequently, patient was revised on (B)(6), 2014 due to fluid consistent with metal-on-metal reaction, an anteverted stem and trunnion corrosion. It was further reported that the patient had instability due to soft tissue laxity and dislocated. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿material sensitivity reactions.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00690 / 00691).